Event description:
Discordant, falsely elevated calcium, chloride, glucose and sodium results and a discordant, falsely low potassium result were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting as expected. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium, chloride, glucose and sodium results and a discordant falsely low potassium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the aliquot probe, pump and drain. The cause of the discordant, falsely elevated calcium, chloride, glucose and sodium results and discordant, falsely low potassium result is unknown, as samples resulted as expected prior to service. The instrument is performing within specifications. No further evaluation of the device is required.